Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. The entire device was removed and replaced. There were no additional patient complications.